Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported a lead integrity alert "triggered" due to over-sensing. Additionally, there were high rate non-sustained episodes and short v-v intervals. When the clinic called the patient's home it was learned the patient is deceased. Additional information was requested and the cause of death was due to factors unrelated to the over-sensing.